Event description:
A customer contacted beckman coulter regarding erroneous digoxin (dig) result that was genereated by the access 2 instrument. An initial dig result ws 3.1 ng/ml (sample a). The result was reported out of the lab. The customer re-tested the patient original sample for dig. The repeated dig results were: 1.92 ng/ml and 1.89 ng/ml. A fresh sample was collected from the patient and tetsed for dig (sample b). Dig result was 2.03 ng/ml. A corrected report has been issued. The customer did not receive any report of injury to patient requiring medical intervention or change to patient treatment that can ne attributed to or connected with this event.